Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (under infusions) during therapy of stem cells in the oncology/ hematology/ blood marrow transplant care area (programmed amount and delivery rate unknown). These incidents are regarding the volume infused by the pump which does not match the volume infused in the bag when using IV sets with back check valves. The customer stated that they needed to consistently add more volume to the pump (upwards of 25-30ml) which can make a 6 minute infusion take 10 minutes. It was also reported there was no patient injury.